Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc (bec in regards to several instances where the dxh 800 generated erroneous low platelet counts with instrument generated giant platelet messages when compared to manual smear results. The erroneous results were reported outside the laboratory. The customer submitted one example of erroneous low platelet results with instrument generated flags for this cf. Per the submitter, for this patient there was no affect to treatment because the platelet count was >100,000. However, patient treatment is being affected because a delivery room patient with platelet counts <100,000 cannot receive an epidural. Administration of the epidural may be delayed or prevented depending on the time it takes to report the corrected manual platelet count. In these instances, the dxh 800 platelet result is generally 20-30% lower than the manual platelet count from the slide. As a result, the laboratory is implementing a new procedure for delivery room patients with low platelet counts and a giant platelet suspect message. A slide will be prepared and reviewed stat before reporting the platelet results from the dxh 800. A search in the oracle service database via the sn for the instrument found that service was not dispatched for this event. Controls were analyzed before and after the event and qc was reported as fine. The unit is currently performing within specifications with respect to controls and reproducibility. Raw data analysis provided the following: the histogram information was carefully reviewed. It has been determined that the algorithm counted events beyond (B)(4) for the sample provided and the count is accurate. The algorithm performed as designed, fitted curve was not used by the algorithms. Raw count information was also reviewed and there is no indication of instrument malfunction. Algorithm analysis for root cause concluded there was no indication of instrument malfunction. In addition, the instrument provided a "giant platelet" suspect message to alert the operator to further review the platelet result.